Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is experiencing swelling at her ipg incision site and that she tested positive for (B)(6). The pt is taking antibiotics for an unrelated issue. The pt reports she is feeling better and the swelling has decreased since applying an ice pack. The issue is being monitored and is pending follow up.